Event description:
Smiths medical international ltd., has been notified of an event that user alleges home care pt is on a ventilator and moveless due to spinal damage. Tube was placed in 2007. Two days later, alarm of the ventilator beeped and sop2 dropped to 80% level. The pt's family called for the visiting care and got through the situation using ambulance bag until the visiting nurse arrived. Crack was found around the one-way valve of the pilot balloon.